Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Meter is expected to be returned for evaluation - consumer discarded test strips in question test strip lot # unknown - DHR or retain testing could not be performed as the consumer was unable to provide test strip information. Control solution lot # 1030415225 opened while on the line with customer support. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Consumer called in reporting an incident where she had to seek medical treatment onboard a cruise ship during her cruise. According to the consumer, ".... There was a huge discrepancy between her nova max link meter and the ship's unk meter. The consumer stated, "....she woke up and had a large breakfast sometime after 9:00 am on (B)(6) 2016. After breakfast consumer took her 'normal' 6 units of insulin. Consumer then left the cruise ship and walked around the island she was visiting. Approx. 1 pm consumer had a light snack- no additional insulin or medication taken at this time. Consumer returned to the ship and approx. 3:30 pm and had tea and a sandwich in her room-no insulin or medication taken at this time. Consumer stated "...she sat down due to 'not feeling well' and started 'screaming' that she felt like she was going to die....." Consumer's husband immediately escorted her to the ship's doctor onboard. The ship's doctor tested her blood glucose with an unk bg meter and then on the nova max link meter. The doctor on board gave the consumer two liquid drinks and IV to raise her bg level. Consumer stated she stayed in the medical facility onboard for two hours then returned to her cabin because she was feeling better. .

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.